Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the doctor was using the lesion biopsy version oncontrol device and part of the needle broke off at the proximal end, near the hub, while the distal end was in the patient. All of parts of the needle were removed. No surgical intervention was required to remove the broken needle.

Manufacturer narrative:
Qn#(B)(4). The DHR file is not available for review. The complaint sample was never returned to teleflex for investigation. Functional testing and investigation activities cannot be conducted. The complaint root cause cannot be established. The complaint cannot be confirmed. The complaint sample was never returned to teleflex for investigation. Functional testing and investigation activities cannot be conducted. The complaint root cause cannot be established. The complaint cannot be confirmed. The complaint sample was never returned to teleflex for investigation. Functional testing and investigation activities cannot be conducted. The complaint root cause cannot be established. The complaint cannot be confirmed. The complaint sample was never returned to teleflex for investigation. Functional testing and investigation activities cannot be conducted. The complaint root cause cannot be established. The complaint cannot be confirmed. The complaint sample was never returned to teleflex for investigation. Functional testing and investigation activities cannot be conducted. The complaint root cause cannot be established. The complaint cannot be confirmed. No further action required.

Event description:
It was reported that the doctor was using the lesion biopsy version oncontrol device and part of the needle broke off at the proximal end, near the hub, while the distal end was in the patient. All of parts of the needle were removed. No surgical intervention was required to remove the broken needle.